Event description:
Customer states that her father's concentrator is not alarming when powered off or when power is lost.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.